Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not boot up. The caller used the service disk. They also powered off and a long boot sequence occurred. Programmer then worked fine and remains in use. The caller will monitor performance and if a similar incident occurs, will look for replacement and send in for repair. There was no patient involvement.